Manufacturer narrative:
This device (lot i0606049) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00220. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male pt was admitted with unstable angina and non q wave mi. Pt had 95% in-stent restenosis of a bare metal stent in the circumflex (cx) and 99% in-stent restenosis in the mid right coronary artery (rca). Previous bare metal stents are unknown. The cx was treated with a 2.5 x 33 mm cypher select stent and the mid rca was treated with a 2.5 x 33 mm cypher select plus. Post-dilation was conducted with a 3.0 balloon at 20 atm. The pt was discharged the following day with no complications. For 1 week check-up, the pt was asymptomatic and was complaint with antiplatelet therapy. Two days later, the pt's wife noted that her husband died suddenly at home. No additional information was given.